Event description:
The account reported the head section of the bed raises by itself. No patient injury reported.

Manufacturer narrative:
The technician found a faulty test port cable to be the cause. Per the hill-rom user manual annual preventative maintenance must be performed to insure all bed features are functioning as originally designed. Particular attention must be addressed on safety features including but not limited to: electrical cords and components. Controls or cabling entanglement of bed mechanisms in side rails. The technician replaced the test port cable to resolve the issue. Based on the information, no further action is required.